Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump usb port became damaged due to the customer improperly and aggressively detaching the usb charger after charging. As a result, it was reported the customer cannot charge the pump due to the usb cable no longer fitting into the usb port. There was no impact to the customer's blood glucose level. It was indicated that the customer would continue to use the pump until the replacement pump was received.